Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that about 1.5 to 2 weeks prior to the report, she was ¿in a tube¿ for a test (unknown what kind of test.) During the procedure, it felt like her leg was on fire. The patient turned her stimulation down during the procedure, but she does not know how to turn her stimulation off. It was confirmed that this test was unrelated to her device/therapy. There were no further complications reported.